Event description:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the device was explanted after an implant duration of approximately 14 months, due to endocarditis. Information learned from implant patient registry and from the surgeon's follow up response.